Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date:h4.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for evaluation. The distributor inspected the product and confirmed the issue. Based on the results of the investigation, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head image was entirely blurry. The issue occurred during preparation for use. Reportedly, there was no patient involvement.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head image was entirely blurry. The issue occurred during preparation for use. Reportedly, there was no patient involvement,